Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/03/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the pump¿s black box history showed that the pump was manually suspended on 04/08/2015; deliveries were never resumed. The last bolus delivery was on 04/02/2015. The pump was exercised for 24 hours on a 1 unit per hour basal rate. At the end of testing, the basal history correctly showed 1.0 units and the total daily dosage showed 24.0 units. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required range. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the basal history did not match the active basal program. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event.